Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of over 600mg/dl and diabetic ketoacidosis on (B)(6). Customer¿s current blood glucose was 169mg/dl and blood glucose at time of incident was 350mg/dl. Customer was treated by bolus with insulin pump. Customer had symptoms like nausea and losing consciousness. Customer was wearing insulin pump at time of hospitalization. Customer mentioned that drive support cap was normal and insulin exited at quick release. Customer stated that they had bent cannula. Insulin pump will not be return for analysis.